Event description:
The customer's parent reported via phone call that the customer had been receiving the no delivery alarm on the insulin pump as well as experiencing high blood glucose levels. The customer's blood glucose was 500 mg/dl for two days. The customer treated the blood glucose with manual injections. The customer had to change the infusion set five times. Troubleshooting was not performed at the time of the call because the alarm had already been resolved by a complete set change. The customer declined to return the reservoir and infusion set for analysis. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer was advised that a replacement insulin pump would be sent per the customer's request. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.